Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation, the power supply was defective. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
During servicing of battery charger/modem sn (B)(4) for an unrelated issue, a reportable problem was found. The battery charger/modem was unable to power on.